Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely powered off and did not turn on. A field service engineer attempted to power the device using multiple electrical outlets to rule out external power issues and suspected a faulty drawer control board in the main or auxiliary sections. The station failed to boot during troubleshooting. The fse then replaced the power module, which successfully restored power to the device, subsequently addressed the data synchronization issue and confirmed proper device operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machines were completely powered off and would not turn on in any way. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.